Event description:
Error 51. Device history record was reviewed, no issue found. Device history log of volumat mc agilia us ((B)(4)) was reviewed, errors 51 (x31) have been found. Issue of loose motor was not confirmed by the technical service team but they confirmed the backlight was not working. During internal inspection, damages to the kit equerre and an extruded screw boss was found, causing the backlight not working. These damages are linked to improper handling of the device. The kit equerre and display were replaced to resolve the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.

Event description:
Error 51.